Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) video and two (2) photos were provided for investigation. The photos and video were reviewed and the indicated failure mode for label lift was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode label lift. Based on a review of batch records and the investigation results, the root cause of the label lift is due to a labeler faulted in the tulip area.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was label lift off/partial peel off. This event affected 50 devices. The following information was provided by the initial reporter. The customer stated: "on the same day, the blood collection clinic of the laboratory department responded that the labeling machine had repeatedly alarmed and got stuck. When opened, it was caused by warping of the blood collection tube. It had to be taken out manually and put back into the labeling machine for normal labeling. Dozens have been found so far, and the frequency of edge warping in this batch is high, and the customer reported it to the equipment department."